Event description:
It was reported to philips that the device fails the op check and the ready for use indicator displays a solid red x and the device chirps. The customer tried swapping the therapy cable, pads, and paddles and the op check still fails. There was no reported patient involvement/adverse patient impact.